Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The complaint history was reviewed and there are no complaint trends for no/false reaction for tube bactec mgit 7ml on unknown batch. No batch number, returns or photos were received for investigation. Batch history record review and retention sample inspection cannot be evaluated without a specific batch number. This complaint cannot be confirmed. Bd will continue to trend complaints for performance issues.

Event description:
It was reported while using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, a false positive result was flagged on a mgit instrument for one (1) patient sample tube. The customer confirmed no growth was present in the tube. There were no health impact or consequences reported.